Event description:
It was reported the pt experienced a shocking or jolting sensation at the lead-extension connection. When the area was palpated, the lead-extension connection site produced the shocking sensation. The pt was at the clinic at the time of the report. Additional info has been requested from the hcp, but was not available as of the date of this report.